Event description:
The customer stated that she was having convulsions and was taken by paramedics to the hospital due to hypoglycemia. Troubleshooting was performed and found that the customer was having difficulty reading the display. The lead screw test could not be performed at the time of the phone call. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the occlusion and lead screw tests. However, the insulin pump's display was missing segments due to an open heat bond on the zebra connector of the liquid crystal display. The case of the insulin pump was creaked beneath the overlay, and the overlay was missing.